Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure in conjunction with ablation." The patient's concurrent conditions included menopause. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding too much during menstruation"), hot flush ("hot flashes at night") and menopause ("menopause") and was found to have weight increased ("weight didn¿t go down"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, hot flush, weight increased and menopause outcome was unknown. The reporter considered hot flush, menopause, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" menopause¿ was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure in conjunction with ablation". The patient's concurrent conditions included menopause. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding too much during menstruation"), hot flush ("hot flashes at night"), menopause ("menopause") and alopecia ("hair loss") and was found to have weight increased ("weight didn¿t go down"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, hot flush, weight increased and menopause outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, hot flush, menopause, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received. Reporter's information added. Event: hair loss added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure in conjunction with ablation". The patient's concurrent conditions included menopause. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding too much during menstruation") and hot flush ("hot flashes at night") and was found to have weight increased ("hot flashes at night"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, hot flush and weight increased outcome was unknown. The reporter considered hot flush, menorrhagia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" hot flashes and weight gain¿ was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure in conjunction with ablation". The patient's concurrent conditions included menopause. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("bleeding too much during menstruation"). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: reporter added. Pelvic pain marked as serious incident as surgery was reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.